Manufacturer narrative:
The customer reported complaint for the platform displaying error message "system error, out of service, revert to manual CPR" was confirmed during archive review and initial functional testing. The defective processor board was replaced to remedy the fault. During visual inspection, bent battery lock was noted. The autopulse platform is a reusable device and was manufactured in 2012 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The archive data review indicated multiple system error latch error 132 (internal watchdog timeout) on the customer reported event date of (B)(6) 2017. The platform failed the initial functional testing due to error message "system error, out of service, revert to manual CPR" during power up. The processor board was found to be defective. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The bent battery lock was replaced, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse (B)(4).

Event description:
As reported, during shift check, the autopulse platform (B)(4) was displaying error message "system error, out of service, revert to manual CPR" when powered on. No patient involvement was reported.